Manufacturer narrative:
The inspection and testing process performed on the pump module and returned administration set found no existing malfunctions or irregularities that may have been a contributing factor, and the pump module found to be infusing within specification. Concentricity analysis of the administration set¿s silicone pumping segment found that it was dimensionally within specifications. The event pcu, event logs, and dataset were not available for the investigation at this time and the specific programming could not be determined. The root cause of the customer¿s report that a 50 ml bag of fentanyl was being infused at a rate of 6 ml/hr (300 mcg/hr) at 0920am until the fentanyl drip only had 4 ml left in chamber at 14:20 could not be identified in this investigation. The event pcu, event logs, and dataset were not available for the investigation at this time and the customer¿s returned source device was confirmed to be operating within specification based on the test results. A review of the device history record showed the device had a manufacture date of 01/31/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿rn (registered nurse) reported: scanned 50 ml bag of fentanyl at 0920am. Fentanyl being infused at 6 ml/hr (300 mcg/hr). Went and checked my drips at 14:20 and noticed my fentanyl drip only had 4 ml left in chamber this was strange to me because the infusion had been going at 6 ml/hr, which means the drip should last at least 8 hours until the bag is empty. Nurse manager was on unit when I ordered a new bag and informed her of the missing medication and my concern. I placed a biomed order in for the IV channel on the intranet for the channel that the fentanyl was running though to be interrogated. Critical care patient who was currently on ventilator at time of this event. No patient harm. Biomed shipping out pump this week to bd for pump to be inspected". Although requested, further information not provided.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information not provided. The device has been received and an evaluation is pending.

Event description:
Received a copy of the customer's medwatch report from FDA, which states rn (registered nurse) reported: scanned 50 ml bag of fentanyl at 0920am. Fentanyl being infused at 6 ml/hr (300 mcg/hr). Went and checked my drips at 14:20 and noticed my fentanyl drip only had 4 ml left in chamber this was strange to me because the infusion had been going at 6 ml/hr, which means the drip should last at least 8 hours until the bag is empty. Nurse manager was on unit when I ordered a new bag and informed her of the missing medication and my concern. I placed a biomed order in for the IV channel on the intranet for the channel that the fentanyl was running though to be interrogated. Critical care patient who was currently on ventilator at time of this event. No patient harm. Biomed shipping out pump this week to bd for pump to be inspected". Although requested, further information not provided.